Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and subsequently expired. These claims were allegedly caused by the product which was administered to the pt for dialysis treatment.

Manufacturer narrative:
(B)(4). Was used for the cardiac event as there is no other code that best describes an unspecified cardiac event. This is one of two device reports associated with this event.